Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). Same patient as: 2134265-2011-00867. It was reported that during a coronary stenting treatment procedure, vessel dissection occurred. Lesion 1 was a bifurcated lesion located in the 2nd diagonal. The lesion was 90% stenosed, 3.5mm in diameter and 8.0mm long. The lesion was treated with direct stent placement of a 3.5x12mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the distal left circumflex. The lesion was 80% stenosed, 3.5mm in diameter and 15mm long. The lesion was treated with direct stent placement of a 3.5x16mm taxus liberte stent. Source notes indicates that repeat angiography revealed haziness at the proximal portion of the stent placed in the mid circumflex/obtuse marginal branch and a 2nd unspecified stent was placed to cover that area. Follow up angiography demonstrated some disruption of the mid circumflex proximal to the stented segment. A localized dissection may have occurred. The lesion was stented with another 3.5x16mm taxus liberte stent. Angiographic result was excellent in the parent vessel, but did compromise the small to medium sized first obtuse marginal branch which had been jailed. Residual stenosis was 0% with timi flow 2-3 noted with nitroglycerin and wiring. The patient was discharged on aspirin and prasugrel. Five days post index procedure, the patient felt a pop in his right groin and a subsequent ultrasound showed hematoma with a collection the size of 6x10cm without evidence of fistula or pseudoaneurysm. The patient was seen in the emergency room and later discharged.